Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device had a loudspeaker defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
It was reported that the device had a loudspeaker defective. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and the cause of the reported problem was the speaker malfunction. The device was operational after replacing the speaker. The device remains at customer site. If additional information is received the complaint file will be reopened.